Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient was revised to address a squeaking hip. Update rec'd (2/7/2014) - litigation papers received. In addition to what was previously reported, litigation alleges pain, loosening and metallosis. (B)(4). The devices associated with this report were not returned. A previous review of the device history records for the provided product and lot combinations did not reveal any related manufacturing deviations or anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address a squeaking hip. Update rec'd ((B)(6) 2014) - litigation papers received. In addition to what was previously reported, litigation alleges pain, loosening and metallosis. The complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address a squeaking hip. Update rec'd (2/7/2014) - litigation papers received. In addition to what was previously reported, litigation alleges pain, loosening and metallosis. Update 2/10/2017 pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated metal debris, squeaking, elevated metal ions (with labs), no pain, no metallosis, and slight anteversion of the cup (wasn't revised and no degrees provided). There was no mention of loosening. The stem is being added to the complaint.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.